Event description:
The following was reported to davol via clinical study (B)(6). On (B)(6) 2013 the pt was implanted with a phasix mesh during a hernia repair procedure. In (B)(6) 2014 the pt was lifting and twisting heavy items and she felt something in her abdomen. The pt was diagnosed with a hernia recurrence and was provided with an abdominal binder. The surgeon reports that he believes this injury incited the recurrence. On (B)(6) 2015 the pt underwent a revision procedure and the phasix mesh was found to have resorbed since placement (which it is designed to do). The defect was repaired with primary closer with component separation and closed with suture. Another manufacturer's mesh was placed over the region.

Manufacturer narrative:
As reported the surgeon believes that the (B)(6) 2014 event of the pt lifting and twisting heavy items incited the recurrence. However, the surgeon also reports that due to the mesh having resorbed he did not have the ability to identify a possible relationship between the pt's recurrence and the phasix mesh implant. At this time we are unable to determine to what extent, if any, the bard device may have caused or contributed to the pt's reported hernia recurrence. Recurrence is a known possible advise reaction listed in the IFU. A review of the manufacturing records shows that the lot manufactured to specification. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.